Event description:
Ous MDR - a report of this rv leads impedance below 200 ohms was received via home monitoring. An ICD check was done but no abnormalities could be confirmed except for noise that was confirmed by the ECG. No adverse patient events were reported. The patient will continue to be monitored because the patient refuses to undergo a revision procedure. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.